Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved could not confirm the report as it was described. All of the bands have been deployed from the ligator barrel, preventing a functional test of the product. The ligator handle was returned in the firing position. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the condition of the product said to be involved prohibited a complete eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis for the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of premature band deployment. This product was mfg prior to implementation of this corrective action. Customer qa will continue to monitor for complaint trends.

Event description:
During esophageal banding, the physician used a cook 6 shooter saeed multi-band ligator. The reporter indicated the latex brand came off in the pt during the procedure (i.e. Premature band deployment). The band was removed with biopsy forceps. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Ligation bands are intended to pass naturally through the gastrointestinal tract once the ligation site heals. Therefore, a retrieval of a ligation band from the gastrointestinal tract is not considered intervention to preclude serious injury or death. A review of the two year adverse event history for the ligator product family was conducted. Retrieval of ligation bands has not caused or contributed to serious injury or death during this time period.